Manufacturer narrative:
Analysis of the lead (lead 977a260 5mm compact 1x8 MRI, lot #va0f4ss019) found its outer insulation cut by 14 gauge needle at implant. Outer insulation had breached cuts 6.1 cm and 4.6 cm from the distal end. There were no observed setscrew marks. Anchor location was impossible to identify. Electrodes #5-#7 were scratched. Analysis of the stylet (green handle, green cap) found its wire bent.

Event description:
It was reported that the lead was damaged during the implant procedure. When pulling lead back, 2 contacts got hung up on the bevel of the needle and frayed and the other lead needed to be used, instead. The patient was not impacted by this event.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).